Event description:
Customer reported the c-arm rotation is not locking. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the brake and pad spring. Sys operates as intended.